Manufacturer narrative:
Check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not adjusting insulin delivery as expected. On (B)(6) 2023 the customer experienced a low blood (bg) level of 20 mg/dl and while customer was on their way to get food they got into a car accident. The customer was transported to the emergency room by ambulance and was subsequently hospitalized in the intensive care unit. Customer was treated with a glucagon injection and intravenous fluids of saline to address bg. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Tandem technical support performed a system check of the pump and it was found that the cartridge and infusion set had been in use for more than 72 hours with novolog insulin and that the customer entered a 1:1 unit per hour basal rate instead of a 0:75 unit per hour basal rate in to their pump settings due to user error. Tandem technical support educated the customer on insulin labeling. Customer to consult heath care provider in order to make adjustments to settings.